Event description:
Per received report: the pt was being treated with sub arachnoid hemorrhage (sah) and the presidio coil was the first coil placed. As the coil was being pulled back for repositioning, the coil prematurely detached within the microcatheter. The physician was able to push back the coil in the aneurysm successfully and several more coils were placed to complete the procedure with no pt injury reported from the coiling procedure.

Manufacturer narrative:
The coil was implanted. A couple of contributing factors may have led to the coils unintended detachment from the device positioning unit (dpu). The first contributing factor may have occurred during repositioning when the coil may have become entangled in the aneurysm. If the coil was then anchored to itself, it may have been detached during the retraction portion of the repositioning procedure. A second contributing factor may have also occurred during repositioning when the coil was being retracted especially if there was an angle between the distal tip of the microcatheter and the neck of the aneurysm. The coil may have become anchored on the distal tip of the microcatheter and became detached upon pull back of the coil. The coil would have most likely left damage to the distal diameter of the microcatheter if this was the case. However, without the return of the sl-10 microcatheter and the coil used in the procedure, it cannot be determined if these components contributed to the complaint event. A third contributing factor may have been interference inside the microcatheter. It was stated that resistance was felt during deployment. This interference may have been of a fixed or detached nature. The source of this interference cannot be determined. In addition, without the return of the sl-10 microcatheter and coil used in the procedure, it cannot be determined if these components contributed to the complaint event. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends under cautionary statements, "caution: if unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire micrus microcoil system and examine for damage."